Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that she was found by paramedics on the stairs and was transported to hospital where she was treated. The blood glucose reading at the time of hospitalization was 1200mg/dl. Customer stated that she has a heart attack due to the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.